Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the occurrence of an increased intra-peritoneal volume (iipv) event. Functional testing and visual inspection were performed and no issues were noted. A short simulated therapy was successfully performed with no issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell two of five of peritoneal dialysis therapy. The patient felt bloated and short of breath. It was determined that the patient¿s fill volume was 2000ml and their cycle 1 ultrafiltration was -1853ml. The technical service representative assisted the patient with ending therapy. The there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.